Manufacturer narrative:
Updated information: d1, d2, d3, d9, g3, g6, h2, h3, h10. Unique device identifier (UDI): (B)(4). The certas valve (ID (B)(6) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; it was noted that the needle guard was raised, and a needle hole in the needle chamber. The valve was hydrated. The catheters were irrigated no occlusions noted. The valve was leak tested; only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was dried. The siphon guard was removed. The needle chamber was disassembled, the needle guard was bent and glue traces were noted on the needle guard and silicon base. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no obstruction issue was noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted via v-a shunt on an unknown date with unknown setting. Obstruction was suspected and the valve was removed and replaced. Based on information provided, it is unknown if the patient experienced any signs and symptoms; however, the patient recovered.